Manufacturer narrative:
The pump was returned to animas and investigated on 15-oct-2018 with the following findings: the pump was returned with a crack in the battery compartment. The battery cap was stripped. A test battery cap was able to secure to the pump and was used for a 12 hour duration test. Moisture was observed in the battery compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.